Manufacturer narrative:
Updated information: b2 selected death. B5 clinical narrative updated. D3 MFR fax number added. H1 changed to death. H6 clinical code added e0605. H6 impact code added f02.

Event description:
Updated clinical narrative: additional information was received from an abiomed representative that hemostasis was not achieved during the initial left ventricular perforation, resulting in cardiac tamponade. When the case was escalated to the 5.5, an open chest hematoma removal was performed. There were multiple bleeding sites. A large amount of hematoma was obtained. A hematoma formed and hemostasis was achieved. The scab came off during lavage and removal, requiring the use of cardiopulmonary bypass. Hemostasis was achieved afterward. After one day on support on the impella 5.5, the patient expired. The impella is being conservatively reported for death; however, the likely cause of death was intestinal necrosis. Prior clinical narrative: an impella cp device was inserted into the right femoral artery in a 73-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) stage c shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: mitral valve repair/replacement (mvr). Three days after the mvr surgery, the clinical engineer reported that there was a left ventricular perforation that occurred during hemostasis after pump removal, and that the patient may require hemostasis via a re-thoracotomy and an impella 5.5 escalation. It was reported that the pigtail was pointed towards a weakened tissue. After four days on support, the device was removed with an escalation of therapy to an impella 5.5. The flow rate was insufficient with the cp and the physician was considering ECMO weaning. The post-procedure outcome is survived at explant. While on support, the device functioned at p-7 at 2.9 l/min as intended with d5w sodium bicarbonate in the purge solution. Ventricular perforation can be attributed to user technique along with vessel characteristics, such as the reported weakened tissue.

Event description:
An impella cp device was inserted into the right femoral artery in a 73-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) stage c shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: mitral valve repair/replacement (mvr). Three days after the mvr surgery, the clinical engineer reported that there was a left ventricular perforation that occurred during hemostasis after pump removal, and that the patient may require hemostasis via a re-thoracotomy and an impella 5.5 escalation. It was reported that the pigtail was pointed towards a weakened tissue. After four days on support, the device was removed with an escalation of therapy to an impella 5.5. The flow rate was insufficient with the cp and the physician was considering ECMO weaning. The post-procedure outcome is survived at explant. While on support, the device functioned at p-7 at 2.9l/min as intended with d5w sodium bicarbonate in the purge solution. Ventricular perforation can be attributed to user technique along with vessel characteristics, such as the reported weakened tissue.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.